Event description:
A 6.0mm diameter x 17mm length medtronic ave biliary stent was inserted into the renal artery, after predilation of the target lesion. Whlie the stent delivery system was inside the pt, the stent dislodged off of the balloon. The dislodged stent was snared from the artery successfully. The cause of this event is not known at this time, and there was no additional clinical sequalae reported relative to the event. There is no further info available from the user facility.